Event description:
Hospital reported pseudomonas aeruginosa cultured from four pts in nicu. All had been treated with rented vapotherm units, though the units used for each pt could not be identified. Culture samples were obtained from several points on two of the 6 units. P. Aeruginosa was identified in one of the cultures. Other pathogens, not found in the pts, were also isolated from the culture samples.